Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and the advantage were implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that following insertion, the patient experienced pain, erosion, urinary/bowel problems and recurrence. No additional information was provided. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat cystocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of advantage sling, cystoscopy, posterior repair and sacrospinous fixation performed during mesh implantation. No additional information was provided.